Manufacturer narrative:
Pt developed an infection. Revision surgery occurred to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to spec. All sterilization requirements were met.

Event description:
Pt developed an infection. Revision surgery occurred to exchange the poly inserts.